Event description:
Caller tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
Th event occurred in (B)(6).